Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that the blue high temperature inlet/drain tubing on a 2008k2 machine was discovered to be "bubbled" due to overheating. The tubing is a component of the integrated auto disinfect kit. The biomed technician did not report any machine malfunction or patient harm, injury, or adverse effects related to the "bubbled" tubing. The biomed replaced the damaged tubing to resolve the issue. Functional testing performed by the biomed confirmed the unit was operating properly. The unit was returned to service at the user facility with no recurrence of the event as reported. The component device (tubing) is not available to be returned to the manufacturer for evaluation as it has been discarded by the user facility. Although requested, no further information related to the event have been made available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the tubing in the integrated auto disinfect kit was replaced which resolved the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.